Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home, in hospice care, on (B)(6) 2015. The cause of death was congestive heart failure. The caller stated that the customer had a history of stroke. The customer's blood glucose at the time of death was over 600 mg/dl. The customer was not wearing the insulin pump at the time of death; the device had been disconnected for less than a day-maybe twelve hours. The insulin pump was disconnected due to illness. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The insulin pump was not available at the time of the call in order to verify the device serial number and other information. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.

Manufacturer narrative:
The insulin pump did not have a battery installed when received. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No cosmetic damage noted. Data analysis: there is no data available due to the device was received without a battery installed.